Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Investigation summary: the root cause for the reported issue of an serious injury - use error, morphine programming was not determined because no products or device logs were returned.

Event description:
It was reported that a "newly practicing rn" changed the morphine infusion pump programming from primary to secondary, "in order to run the lr (lactated ringers) as primary." The secondary infusion was programmed using basic infusion setting. It was reported that due to the event, the patient needed to receive naloxone (narcan). Hospital's internal investigation revealed that the root cause of the event was use error.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported that a "newly practicing rn" changed the morphine infusion pump programming from primary to secondary, "in order to run the lr (lactated ringers) as primary." The secondary infusion was programmed using basic infusion setting. It was reported that due to the event, the patient needed to receive naloxone (narcan). Hospital's internal investigation revealed that the root cause of the event was use error.